Manufacturer narrative:
No reported patient or surgical involvement. It is unknown if the device became bent during the in-service on (B)(6) 2016 or if the discovery of the malfunction was made on that date. Device is an instrument and is not implanted or explanted. (B)(6). Production investigation summary: one (1) pair of reduction forceps with serrated jaw-ratchet 144mm (part: 399.99 / lot: a7oa29) was received for evaluation with complaint category "malformed: bent/distorted/warped." This complaint is confirmed as the returned device was received and would not hold or maintain its position under its own weight when applied to the sawbone. This is due to the handles being slightly bent away from each other and not being able to maintain position. This complaint condition was able to be replicated. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The manufacturer was unable to determine a definitive root cause. However, the complaint condition was most likely caused by cumulative wear over the lifetime of this 10+ year old device. It is not likely that the design of the instrument contributed to this complaint. The relevant drawing was reviewed during this evaluation. The design, materials, and finishing processes were found to be appropriate for the intended use of this device. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device history record review: manufacturing location: (B)(4). Manufacturing date: week 29 in 2005 . The device history records are no longer available for this part/lot combination due to the age of the instrument (over 10 years old). Therefore, the exact date of manufacture is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was originally reported that a pair of reduction forceps were bent and non-functional during a facility in-service on (B)(6) 2016. No reported patient or surgical involvement. During the product investigation, which was completed on july 15, 2016, it was noted that the issue was due to the handles being slightly bent away from each other. As a result, the device was not able to maintain position. The malfunction could be replicated during active use. A reassessment of the determination was conducted and the event was found to now represent a reportable incident. This report is 1 of 1 for com-(B)(4).